Event description:
It was reported that the needle broke upon insertion into a suture passer at the beginning of the case. Another device was used and the procedure proceeded without issue. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.